Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer said they cannot provide further details. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's left eye. The patient reported being unhappy with the premium iol. Symptoms lasted approximately 3 months. Follow-up was performed but no details regarding the unhappiness were provided. Customer indicated the directions for use were followed. There was no incision enlargement, sutures or vitrectomy required. Medication outside the standard of care is unknown. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 20, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected and no issues that could cause or contribute to the complaint issues reported were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.